Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during the initial drain. The patient was connected at the time of the alarm. The patient line had not been properly primed. The technical service representative (tsr) explained to the home patient (hp) to add the extensions prior to priming. The hp would restart therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed.